Event description:
It was reported that glass was found loose in the bag and stuck to the foam applicators. Per response email: please see the requested information below: 1. Are the affected products available to be returned to bd for evaluation if safe to do so? If not, are photos available? We do have samples that we can send. Please provide mailing address and info to send. 2. Did the glass come from the ampoule in the applicator or is the ampoule intact? This cannot be determined since some bags of 250 units had all foam pads in-tact while other bags had missing foam pads and broken ampoules in them. The glass will be seen in the samples that I send. 3. On what date was the reported issue first discovered? Wednesday, january 13, 2021 . 4. Once inspection is completed please share how many units of each lot are affected. This number will not be able to be accurately determined since the glass can be noticed from outside the bag. If we assume the entire bag of (B)(4) pcs is affected, there are at least (B)(4) bags of each lot. So we are well into the thousands of units affected. Please let me know if I can provide any other information, and I will keep an eye out for the shipping info. Per email: we'd like to notify you of glass in the bag of the 930500nsb we purchased from bd. We have 2 lots that we identified the glass in when pulling it from stock to build our kits. The lot numbers were 0189104, 0174317. The glass is both loose in the bags and stuck to the foam applicators. It is not in every bag received of this lot, we have not completed our inspection yet so I can not yet state how many parts are impacted. Has this issue been reported by any other customers?

Manufacturer narrative:
Samples were available for evaluation. Visual examination of the samples were returned without the foam. Energy director of this samples did not show any foam waste which indicates that the welding process was defective. This situation can cause the ampoule to detach from applicator and break. As a result, bd was able to verify the reported issue. The most probable root cause was due to an issue with the welding process during the manufacturing procedure. Production batch history records for applicator pn 930500nsb lot numbers 0189104 and 0174317 were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported issue. Records reviewed indicate that the lot passed all the in-process inspections. Awareness training was carried out with associates and mechanics at the plant level in relation of the 3 ml manual assembly process. This failure mode will continue to be tracked and trended.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930500nsb , batch no.: 0189104, 0174317. It was reported that glass was found loose in the bag and stuck to the foam applicators. Per email: we'd like to notify you of glass in the bag of the 930500nsb we purchased from bd. We have 2 lots that we identified the glass in when pulling it from stock to build our kits. The lot numbers were 0189104, 0174317. The glass is both loose in the bags and stuck to the foam applicators. It is not in every bag received of this lot, we have not completed our inspection yet so I can not yet state how many parts are impacted. Has this issue been reported by any other customers?